Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and "trace pointers are invalid (pump error 68)" error alarm. Customer stated that the insulin pump was exposed to change in altitude and the customer did not press a button down for 3 minutes or longer. Troubleshooting was performed and customer successfully able to cleared the alarms. No harm requiring medical intervention was reported, the customer will continue to use the device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test, sleep current test, active current test, and self test. The pump passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap locked properly into the reservoir compartment. Pump error 68 and stuck button error alarm were not noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 68 alarm on (B)(6) 2022 at 14:08:00.000. Pump alarmed two pump error 49 alarms on (B)(6) 2022 at 14:08:00.000 and 14:09:02.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and force sensor. The following were also noted during visual inspection: battery cap contact damaged, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Pump error 68 alarm and stuck button error alarm were not confirmed during testing. Moisture damage was confirmed found on pcba 1, pcba 2, battery tube, and force sensor. Battery cap contact damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.